Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The events can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction(s) documented in b5, the other evaluation findings are as follows: the adhesive on the bending section cover has a chip; the adhesive around the objective lens is peeled; the light guide lens has a crack; the adhesive around light guide lens is peeled; the plastic distal end cover has a scratch; the connecting tube has a scratch; the connecting tube has a wrinkle; the forceps elevator lever has discoloration; the forceps elevator lever has a scratch; the forceps elevator knob has discoloration; the forceps elevator knob has a scratch; the right/left knob has discoloration; the right/left knob has a scratch; the up/down knob has discoloration; the up/down knob has a scratch; the image guide protector has discoloration; switch 4 has wear; switch box has discoloration; the scope cover has a scratch; the scope connector has discoloration; the scope connector has a scratch; the suction cylinder is shaved; the universal cord has a scratch; the grip has discoloration; the control unit has discoloration; the control unit has a scratch; the electrical connector has discoloration due to water leakage; indication on the flexibility adjustment ring is unclear; due to clogging of the nozzle, no air is fed; due to clogging of the nozzle, no water is fed; due to wear of the scope cover packing, water tightness is lost; due to wear of the angle wire, the bending angle in up direction does not meet the standard value; due to wear of the angle wire, the play of up/down knob is out of the standard value; due to dirt on the objective lens, there is a lack of image on the monitor. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was a delay to pre-cleaning; however, the air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges, the air/water nozzle was flushed with detergent solution and there were no other concerns with reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.